Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2014 with the following findings: evaluation revealed that the black box recorded cs 128-fe88. Investigators were unable to reproduce during investigation. Current readings were within specifications. The bolus button was unresponsive. Investigators were removed bolus button and moisture on button contacts. Opened pump and removed from case. There was corrosion on battery power connection, also on r 44 and surrounding components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.